Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that there was moisture in the battery compartment. There is no reported adverse event with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/27/2017 with the following findings: review of the pump histories revealed frequent low battery warnings and replace battery alarms. On investigation, moisture corrosion was noted inside the battery compartment. Leak testing did not reveal any leaks. The pump was powered on and electrical currents were evaluated and found to be within the required specifications. Investigation confirmed the complaint.